Event description:
A surgeon reported performing a lens exchange due to diplopia. The lens was replaced with a different model. The symptoms improved, but did not completely resolve following the lens exchange. The surgeon expressed that the pt's pre-existing neurological problems and medications that he is taking may be contributing factors.